Event description:
The pt experienced a loss of therapeutic effect. He lost stimulation when he lied down. He tried the other three programs and could not feel them. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).